Event description:
Ous MDR - after implantation duration of 47 months it was reported, that the patient received multiple inappropriate shocks and atrial oversensing was noted. The lead was thus explanted on the (B)(6) 2018. Furthermore, it was reported that an ICD changeout was performed in (B)(6) 2017.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 22 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, between 26.5 cm and 27.5. Cm, between 43 cm and 44 cm and between 49 cm and 51 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. In addition, residuals of coagulated blood were found along the inner coil which were most likely introduced by means of stylets used during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.